Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that he had a "sample not drawn in" issue and "sample draw issue" with some one touch ultra test strips. He also alleged that a one touch ultra meter read inaccurately high. The reporter indicated that the "sample not drawn in" issue started four days prior, at around 7:30 am. About 15-20 minutes after the alleged issue began, the reporter claimed that the patient developed symptoms of blurred vision, shakiness, and jitteriness. As a result of the alleged issues, the reporter denied that the patient made any changes to her medication or diet regimens. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what the patient's last meter reading was before the event occurred, when the last result was obtained, what actions the patient took in response to the last meter reading, what date/time the reporter felt as though the meter started reading inaccurately high, and what actions the patient took in response to the alleged inaccuracy issue. In addition, it would have been helpful to know what actions the patent took in response to the "sample not drawn in" and "sample draw" issues, what actions the patient took before and after the symptoms developed. The reported meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged meter and test strip issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.